Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No drive / motor / piston anomalies were noted. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, and a stained end cap sticker. The motor was tested outside the device and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that piston was no functioning properly. Customer's blood glucose was unknown. Insulin pump would be replaced.